Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
As reported, a 4f 100 cm judkins right 4 (jr4) infiniti diagnostic catheter was found fractured when the patient underwent a coronary artery angiography. The product was removed after several attempts. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. Without the return of the device or images for analysis, the reported customer event ¿catheter (body/shaft)- cracked¿ and ¿catheter (body/shaft)- withdrawal difficulty¿ could not be confirmed. Shipping/handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 4f 100 cm judkins right 4 (jr4) infiniti diagnostic catheter was found fractured when the patient underwent a coronary artery angiography. The product was removed after several attempts. There was no reported patient injury. The device is expected to be returned for evaluation. The hospital reported it as an adverse event to the china nmpa directly. Please upgrade this case to ae.